Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Date implanted - (B)(6) 2008. Manufacture date ¿ unknown. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, tingling, swelling and immobility. Patient allegedly underwent a bone scan that revealed a loose component. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a partial knee arthroplasty in (B)(6) 2008. Subsequently, patient alleges pain, tingling, swelling and immobility. Patient allegedly underwent a bone scan that revealed a loose component. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct by removing "(B)(4)".

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(4). There are warnings in the package insert that these types of events may occur. Under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 12 states, "inadequate range of motion due to improper selection or positioning of components." Number 20 states, "persistant pain." Remains implanted.